Manufacturer narrative:
Initial trend analysis and production records investigated for lots 520916 and lot 520917 were conducted, no malfunctions were found. Later, manufacturer inspected 100 pieces of each lot and did not find any abnormalities of the cannula from either lot. The cannula stiffness meets iso standards for both lot 520916 and lot 520917 and compared to other well known brands there is no major difference.

Event description:
End user reports that the cannula inside of the pen needle hub will sometimes bend upon insertion of her bagaglar kwikpen. She does not report any troubles with her novolog kwikpen in which she uses the same size pen needles. User has two lot numbers; lot 520916, exp date 07/14/2025 and lot 520917, exp date 07/15/2025.